Manufacturer narrative:
Washing maintenance was performed on the analyzer. Calibration was performed and was successful. An ise check was performed and was acceptable, with no alarms. Controls were run several times and showed poor precision, some control runs were outside of range. Precision studies were performed and imprecision with na was observed. The field service engineer replaced the rinse tubing. Precision studies performed after the tubing replacement showed better precision.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a na value of 179 mmol/l. The sample was repeated on a second c 501 analyzer, resulting in a value of 139 mmol/l. The na electrode lot number was k96_2021, with an expiration date of 22-dec-2021.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.